Manufacturer narrative:
(B)(4). It was reported that the peritonitis was due to the room not having been cleaned prior to therapy, not a breach in aseptic technique. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as area not clean before starting pd therapy. The day after the event onset, the patient started treatment with injection ceftazidime (1g, "two time"; route, frequency, and duration not reported) for peritonitis. Four days after the event onset, the patient was hospitalized for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.